Event description:
A malfunction with the customer's insulin pump was reported, showing malfunction code malf 24. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to place the pump into storage mode and return it while providing a replacement pump. The customer was also informed of the necessary steps upon receiving the replacement and planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.